Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned circuit was visually inspected and pressure tested. Results: visual inspection revealed that the elbow and swivel y-piece were returned assembled. No damage was observed to the swivel, elbow and other parts of the returned breathing circuit. Pressure testing revealed that the complaint breathing circuit was outside of specification. A waterbath test showed that the swivel is leaking at the seal between the swivel wye and the swivel elbow. Conclusion: we are unable to determine what caused the swivel to disassemble. The customer stated that they reassembled the swivel multiple times by hand. The leak in the swivel y-piece was most likely caused by the reassembling of the swivel by the customer. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject rt265 infant breathing circuit would have met the required specification at the time of production. All rt265 infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the swivel of thert265 infant dual-heated evaqua2 breathing circuit was snapping apart after six days of use. It was reported that this occurred on three separated occasions. There was no patient harm.